Event description:
(B)(4). According to the information received, when the user indicated that the coating was not smooth. He states that it is more difficult to insert the catheter into the urethra and had a burning feeling after catheterizing and when he urinates. I tried a different lot number and no longer has problems. The user states he activates the coating for exactly 30 seconds.

Manufacturer narrative:
Thirteen products were returned and evaluated via finger and friction testing. Friction testing resulted in all values within the device specification. A recheck of product documentation for this lot did not reveal any deviations. Based upon the friction testing on returned products this complaint cannot be confirmed as reported.